Manufacturer narrative:
As reported, the seal of the two 6f/7f mynx control vascular closure device (vcd) was already exposed upon opening the package. There was no reported patient injury. The devices were stored in the lab in a temperature-controlled room where they keep all their devices. The devices were stored and handled per the instructions for use (IFU). The product box was not damaged. There was no reported difficulty removing the products from the packaging. The integrity of the sterile pouch was not compromised. The product was not returned for analysis. A product history record (phr) review of lot f2009103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/during prep¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the reported events could not be conclusively determined. Based on the information available, it is impossible to determine what factors may have contributed to the reported events. As warned in the instructions for use (IFU), which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 3004939290-2020-01873.

Event description:
As reported, the seal of the two 6f/7f mynx control vascular closure device (vcd) was already exposed upon opening the package. There was no reported patient injury. The devices were stored in the lab in a temperature-controlled room where they keep all their devices. The device were stored and handled per the instructions for use (IFU). The product box was not damaged. There was no reported difficulty removing the products from the packaging. The integrity of the sterile pouch was not compromised. The devices will not be returned for evaluation.